Event description:
On (B)(6) 2012 the patient contacted animas alleging that the keypad buttons are unresponsive after being exposed to water from a water-gun fight. The patient stated that she rebooted the pump in an attempt to rectify the issue and the buttons remained unresponsive; the patient cannot get the pump to move beyond the verify screen. The patient denied any visible moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons respond appropriately to button presses. There was evidence of keypad contamination found under all key contacts. Unrelated to the keypad button issue, investigation revealed a bolus button leak. There was no evidence of internal moisture observed inside the pump.